Event description:
It was reported that after implant the lead had less than optimal sensing and capture, and high impedance. In the bipolar configuration the capture threshold was 3 v to 4 v and the impedance was 2000 ohms. When the configuration was changed to unipolar, the capture threshold was 1.2 v and the impedance was 450 ohms. The lead was left in the unipolar configuration.

Manufacturer narrative:
Na